Manufacturer narrative:
(B)(4). Syringe were returned for evaluation and pending qc investigation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for plunger of true plus syringes not working. Customer states black stopper is separating when she attempts to pull syringe down. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The syringe lot manufacturer¿s expiration date is 05/12/2022 and open vial date is undisclosed.

Manufacturer narrative:
Sections with additional information as of 05-aug-2020: h6: updated FDA's method, result, and conclusion codes h10: syringes were returned for evaluation. Defect found: black stopper separates from plunger, unable to aspirate/dispense plunger. H10: most likely underlying root cause: rc-075: supplier manufacturing defect. Corrected sections as of (B)(6) 2020: h10: most likely underlying root cause corrected from "mlc-61: improper use / mishandled by end user" to "rc-075: supplier manufacturing defect".